Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer declined to provide information regarding alternate insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.